Event description:
On (B)(6) 2025, a patient (pt) in japan reported visiting an eye care professional (ecp) several times and was instructed to stop wearing contact lenses. The pt reported the product worn at the time was acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lenses (cls). The pt visited an ecp on (B)(6) 2024 due to ¿tearing that would not stop.¿ the pt estimates the symptoms began in (B)(6) 2024. The pt reported that the symptoms persisted after cl removal. The pt reported ¿there may be bacteria of eye discharge¿ and was prescribed gatifloxacin eye drops (no details provided). The pt returned to the ecp on (B)(6) 2024 and was diagnosed with ¿probably dry eye.¿ the pt was prescribed hyaluronic acid eye drops (details not provided). The pt cannot recall if instructed to return for a follow-up visit, but advised the symptoms did not subside. On (B)(6) 2025, a call was placed to the pt¿s treating ecp eye clinic for additional medical information, but nothing additional was provided. On (B)(6) 2025 the pt provided additional information. The pt reported that the tearing has stopped. On (B)(6) 2025 the pt¿s medical documents were received from the treating ecp eye clinic. Initial ecp visit (B)(6) 2024: chief complaint: right eye (od): hyperemia; eye discharge diagnosis: od infectious conjunctivitis; od visual acuity (va) not affected. The pt was prescribed gatiflo 3 to 4 times/day for the od and the pt was instructed to discontinue cl wear. The pt was instructed to return for a follow-up visit (fu) in 1 month. Fu visit: on (B)(6) 2025: outcome: resolved no findings noted. Corrected od va: 1.2 treatment was discontinued. No discontinuation of cl wear was noted. On 16jun2025, the event was determined to be a reportable, serious adverse event with the additional medical information provided. No additional information was provided. No additional information is expected. The suspect lot number is unknown. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate